Manufacturer narrative:
The customer declined a replacement and the transducer remains at the site. Since the device was not returned, no failure analysis could be performed. The customer declined a replacement and the transducer remains at the site.

Event description:
A customer reported an s8-3t model transducer was producing noise in images. There was no injury associated with this event.